Event description:
Information received from the field notes that during a routine follow-up, the device could not be interrogated and a telemetry link could not be established. After connecting to an external monitor, the device was found to exhibit no output. The patient was in sinus rhythm at about 56 bpm and had no symptoms. The patient refused further medical treatment and evaluation of the pacemaker.